Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the instrument channel olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera iii duodenovideoscope had something stuck in the biopsy channel. The reported issue occurred during a diagnostic procedure. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign material was exiting from the channel, including the auxiliary water channel, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was foreign material clogging the channel including the auxiliary water channel due to insufficient or incorrect reprocessing of the scope. Due to this finding, the following scope functionalities could not be checked: the brush passage of the insertion tube, the forceps passage, biopsy connecting tube, the knob lever, forceps elevator. In addition, the following tests could not be performed due to the clogging of the instrument channel: guide wire tension test and the catheter test. Upon further inspection, it was observed that the pin glue of the distal end plastic cover was discolored, and the hold ring itself had minor dents and scratches. It was also observed that the glue of the objective lens had discolored glue. It was observed that the glue of the bending section cover, the plastic distal end cover and insertion tube were cracked. Lastly, it was observed that the insertion tube had a cut, scratches, or a small nick in the boot. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.